Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke during use.

Manufacturer narrative:
Samples received: 1 open and 1 unopened pouches. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed 468 units into the market. There are no units in stock in b. Braun surgical warehouse. We have received a closed sample and an open unit. In the open pouch received there is no suture inside, the pouch is empty. We have tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements: 3.41 kgf (requirements: 2.24 kgf in average and 1.33 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.